Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: please provide the device information for the following concomitant devices (product code/lot#/batch#): buttressing: blue reload: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass, as the surgeon was firing, the battery slowed down to almost a complete stop. The blade came back. When they opened the stapler the staples did not form and it did not seal the tissue. Buttressing was used and it was a blue reload. There was a lumen in the bowel. A new stapler was opened to complete the case and there were no patient consequences reported.